Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator failed the crossover circuit test due to a check valve 2 leak (3109). The customer reported there was no patient involvement.